Event description:
It was reported that customer received an occlusion alarm. The contact did not know if customer's blood glucose level was impacted; however, blood glucose level prior to the occlusion alarm was 292 mg/dl and 192 mg/dl at the time of the report. System check with tandem technical support indicated the issue was due to the infusion set site. Customer changed the site and was able to resume insulin delivery successfully.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.